Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 51-53 mg/dl. The cause of bg was unknown. Customer consumed carbohydrates to resolve the issue.